Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The complaint states that bleeding was reported. The wearable was inserted into the abdomen on (B)(6) 2026, which is off-label usage of the device. On the same day, it was reported that the patient reported that the earlier sensor began bleeding immediately after insertion, though the bleeding was not noticed until the following day. The insertion site became swollen, filled with blood, and painful/sore. The patient¿s spouse applied alcohol, neosporin ointment, and a bandage over the next two days, but the symptoms did not improve. Bleeding and swelling persisted throughout the sensor wear period. Approximately seven days after insertion, on (B)(6) 2026, the patient sought care from his primary care provider (pcp) due to worsening symptoms and he developed a hematoma. The provider prescribed an oral antibiotic (bactrim unspecified dosage, twice daily for five days) and advised the patient to go to the hospital because of the severity of the hematoma. The patient went to the emergency department (ed) that evening, where the sensor was removed, the site was cleaned, topical antibiotic and bandaged was applied, and an MRI was performed to rule out a retained foreign; the imaging was negative (no reports of dexcom broken or detached wire or needle). The patient also reported that the site was drained, though the method and clinical reasoning were not documented, and no additional clarification was obtained. At the time of the report, the patient was doing well. Multiple attempts to contact the reporter were made; however, no other details were obtained. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined.